Manufacturer narrative:
The device was received fully deployed. During investigation, the pod was able to successfully communicate with a master controller. No damages or defects were observed that would contribute to a communication error during operation. The exact cause of the reported communication error during operation could not be determined. During investigation, fluid was observed to leak from a tear in the exposed portion of the soft cannula. The exact timing and cause of this damage to the exposed portion of the soft cannula could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error during operation. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod at the infusion site (unspecified).